Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 06:12:09 on (B)(6) 2024. At 23:44:00, an arrhythmia was detected. ECG shows vt @ 190 bpm with sinus capture/fusion beats and motion artifact. The device properly detected vt. Motion artifact, sinus capture/fusion beats and response button use prevented the lifevest from treating the patient. The device was shut down at 23:53:03 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.